Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The commander delivery system was not returned for evaluation. The complaints for delivery system difficulty with valve alignment and withdrawal difficulty resulting in vascular injury were unable to be confirmed due to unavailability of returned device or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A device history records (DHR) review done did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since no product or images were returned, no visual inspection, functional and dimensional testing were able to be performed. The instructions for use training (IFU), preparation and procedural training manuals were reviewed. There were no IFU, training deficiencies identified. A lot history review performed revealed a similar complaint. However, no labeling inadequacies and no manufacturing nonconformance were identified during evaluation. Available information suggests that procedural factors (valve alignment in non-straight section of the vasculature) contributed to the similar complaint. As reported, "rotating the fine adjustment wheel, the balloon shaft could not be pulled back, and compression was observed in the flex catheter. The operator tried alignment by changing position, and negative pressure applied with inflation device, however the valve alignment was not performed successfully." Due to the reported flex shaft compression, it is possible tension was present in the system during valve alignment, which may result in higher forces necessary to align the valve, contributing the reported complaint event. Tension in the system may be induced by the following: if the balloon profile is altered, it may be difficult to advance the thv over balloon. The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. If there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Furthermore, if the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and "dive" into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. A definite root cause is unable to be determined. However, available information suggests procedural factors (non-straight section of aorta) contributed to the reported valve alignment difficulties. Per report, "during removing the delivery system, the valve could not be retracted into the dryseal. The delivery system and the dryseal were removed together". It is possible non-coaxial withdrawal or residual fluid in the balloon may have contributed to difficulty in retracting the valve. Per the training manual, "do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again." This retrieval method is only tested on edwards esheath. The non-edwards sheath may not be compatible for removal of delivery system with the crimped valve. The incompatibility can possibly lead to the withdrawal difficulty as reported. A definite root cause is unable to be determined. However, available information suggests procedural factors (retrieval through non-edwards sheath, and non-coaxial removal of crimped valve through sheath) contributed to the reported withdrawal difficulties that resulted in vascular injury. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. There was edwards defect identified to have contributed to the complaint events; no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , during a transfemoral transaortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position. There was difficulty with valve alignment in the distal aortic arch. The operator attempted alignment by changing the position, and negative pressure applied with inflation device, however the valve alignment was unable to be performed. The staff decided to withdraw the delivery system. During removal of the delivery system, the valve could not be retracted into the esheath. The delivery system and the sheath were removed together. However, they noticed that there was detachment of the intimal (vascular wall) at access site in the femoral artery. A surgical repair was performed. A new kit was opened and new esheath and delivery system were used for the procedure instead. As per the reporter, when the delivery system was removed, the valve was not inside the sheath. It may have contributed to the intimal detachment at the access site.